Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had a small scalp scab. Their scalp was removed and they were cleaned and bandaged. There was no device issue reported and the issue was resolved. No further complications were reported as a result of this event.